Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. No parts have been replaced and no log files have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the s7 stealthstation system software became unresponsive in the register task and the screen turned blue. They were able to reboot and proceed without issues. No patient was present.